Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the insulin pump has been alarming for power error. The alarm has occurred every four hours. The customer changed the battery 3 times and issue persists. Blood glucose value was 7.8 mmol/l. It was advised the insulin pump should be replaced but customer would be going out of town the next day.

Manufacturer narrative:
The insulin pump passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self-test. No unexpected low battery alerts, power error alarms or power error alarms noted during testing. The power management graph was not in specification; however multiple low battery alerts and power error alarms were present in the format history file due to a non-sleep anomaly software error as indicated in the power management graph. Device received with scratched casing, minor scratches on lcd window, pillowing keypad overlay and corrosion in battery tube.